Event description:
It was reported that while in the cath lab the balloon was pretested and then inserted into the patient for the purpose of a "right ventricular angiogram." Upon infusing the contrast agent into the media injection lumen, the contrast agent was observed inside the balloon. As a result, the catheter was removed and a competitors product was used.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.